Event description:
It was reported the patient presented in the hospital for an implant procedure. During the implant of the left ventricular lead, it was observed the patient's target blood vessel was very narrow, and the lead could not reach the proper position. The patient then suffered from a sudden heart failure. The physician elected to abandon the procedure. The patient was in stable condition.